Manufacturer narrative:
Additional manufacturer narrative: this report contains changes to previously submitted information. B5, describe event or problem: updated. Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed: h6, health effect: clinical code: replaced code e2342 with e2403. H6, health effect: impact code: replaced code f02 with f29. F29: "death not related to reported adverse event" has been selected for the following: the patient's death was a procedural complication and unrelated to the use of the gore® cardioform asd occluder. (Please note: f29 cannot be entered in this report and gets rejected with an error message.) H6, component code: replaced code added codes g04088 and g04027. H6, type of investigation: added code b14. H6, investigation findings: replaced code c21 with c19. H6, investigation conclusions: replaced code d16 with d14. A review of the manufacturing records indicated the lot met all pre-release specifications. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation. The information available to gore does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. Gore understands that a ventricular septal defect (vsd) is a rare but most serious complication of myocardial infarction and describes a rupture between the left and right ventricle, associated with a high mortality rate. It was initially reported that a gore® cardioform asd occluder was used in an off-label procedure to treat a vsd. However, as no further details were available at the time of initial reporting to FDA, it was decided in an abundance of caution to consider the possibility that the occluder device might have caused or contributed to the patient's death. However, additional information received from the consultant interventional cardiologist involved in the off-label procedure clarified that the gore® cardioform asd occluder device did not contribute to the reported death. Gore therefore considers the received information not reportable and is therefore retraction this report. The instructions for use (IFU) for the gore® cardioform asd occluder state the following use indication: "the gore® cardioform asd occluder is a permanently implanted medical device intended to close an ostium secundum atrial septal defect (asd)." In its warning section, the IFU cautions: "the gore® cardioform asd occluder is not recommended for and has not been studied in treatment of ventricular septal defect (vsd) closure, left atrial appendage (laa) closure, or valve repair. Use in these applications may result in occluder embolization, cardiac anatomy encroachment, thromboembolization, thrombus formation on the occluder, or other serious complications.". Possible adverse events and complications that may occur with the use of gore® cardioform asd occluder or any septal occluders may include but are not limited to: death.

Event description:
It was reported to gore that on (B)(6) 2025 a 44 mm gore® cardioform asd occluder was selected to treat a ventricular septal defect (vsd) post myocardial infarction during an emergency reintervention. As the myocardial infarction was reported to have occurred approximately 2.5 weeks before and the patient¿s status was very critical, the physicians reportedly had to perform the procedure off label as otherwise, the patient was going to die without a reintervention. Reportedly, the gore® cardioform asd occluder was sucessfully deployed in the patient and subsequently released with transthoracic echocardiogram ultrasound on standby. Also, a cardiac sized gore® dry seal flex introducer sheath was used. However, despite all efforts, the patient reportedly expired during the procedure. Gore reached out to the physicians as to the role of the gore® cardioform asd occluder in the patient's death and requested if the operation report was available. The consultant interventional cardiologist confirmed that the occluder device did not contribute as death was a known procedural complication in this circumstance. It appears the operation report was not available. As there was no allegation on the device, gore considers the reported information not reportable and is therefore retracting this report.

Event description:
It was reported to gore that on (B)(6) 2025 a 44 mm gore® cardioform asd occluder was selected to treat a ventricular septal defect post myocardial infarction during a planned off label procedure. The mycardial infarction was reported to have occurred aproximately 2.5 weeks before. Reportedly, a gore® dry seal flex introducer sheath was also used in the procedure. The gore® cardioform asd occluder was sucessfully deployed in the patient and subsequently released with transthoracic echocardiogram ultrasound being on standby. Reportedly, the patient expired during the procedure. The gore® cardioform asd occluder reportedly might have caused or contributed to the patient's death.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release specifications. Further investigation is being conducted and will be included in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.